Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed during testing and attributed to the device's batteries. It was found that the batteries were depleted to the point where the device would not power up. Review of the device's activity log does show evidence of the reported malfunction. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.